Event description:
Pediatric patient needed assistance with breathing with ambu bag. Anesthesiologist attempted to use ambu bag to ventilate patient and ambu bag did not function properly. The physician thinks there was a leak in the bag. Ambu bag was switched immediately with no patient harm. This is the second occurrence with this device in less than one month. ======================manufacturer response for ambu spur ii pediatric resuscitator, ambu (per site reporter).======================I await response if they would like us to ship for further investigation.what was the original intended procedure?pediatric ventilation post surgical procedure.